Event description:
During a pt use, it was reported that the device successfully provided defibrillation shocks four times and failed on the fifth attempt, it would not discharge energy. The care givers were reported to provide CPR to the pt following the device problem. The pt was not resuscitated. There were no further details on the event and/or the pt provided. A clinical review of the reported event determine that there is not sufficient info available to conclusively determine the impact of the device use on the pt's outcome since the event record and other pt info were not made available.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.